Event description:
It was reported that at during a remote device data review, low out of range pacing impedance (<200 ohms) was noted from a competitor's right ventricular (rv) lead. Additionally, episodes of over-sensed noise resulting in greater than two seconds of pacing inhibition were observed. Boston scientific technical services were contacted and recommended thorough rv lead integrity testing to exclude lead impairment. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that at during a remote device data review, it was noted that automatic safety switches had triggered due to low out of range pacing impedance (<200 ohms) measurements from a competitor's right ventricular (rv) lead. Additionally, episodes of over-sensed noise resulting in greater than two seconds of pacing inhibition were observed. Recently, a potential episode of loss of capture was noted from the rv lead. Boston scientific technical services were contacted and recommended thorough rv lead integrity testing to exclude lead impairment. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.

Manufacturer narrative:
This report is being filed for additional information in b5.

Manufacturer narrative:
This report is being filed for additional information in b5.

Event description:
It was reported that at during a remote device data review, it was noted that automatic safety switches had triggered due to low out of range pacing impedance (<200 ohms) measurements from a competitor's right ventricular (rv) lead. Additionally, episodes of over-sensed noise resulting in greater than two seconds of pacing inhibition were observed. Boston scientific technical services were contacted and recommended thorough rv lead integrity testing to exclude lead impairment. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.